Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump not receiving insulin flow blocked alarm and the insulin pump was under delivering. The customer¿s blood glucose level was 315 mg/dl. The customer was treated with manual shot for high blood glucose level and the customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.